Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that the device could not be deployed. A 3.0/17/15 leveen superslim was selected for use. During preparation outside the body, the device could not be deployed. The procedure was completed with a different device. There were no patient complications.